Manufacturer narrative:
(B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.0/090 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. The lens was implanted, removed, and replaced intraoperatively with a shorter lens due to excessive vault. The cause of the event is reported as other.